Event description:
Reportedly, after an implantation on (B)(6) 2023, a pairing attempt was made between the smartview connect and a pacemaker and was unsuccessful. Another smartview connect was used and pairing was successful.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was not reproduced: normal functioning was observed, and the device could be paired with a reference pacemaker and communicate with the back office. The reported behavior could have resulted from external interferences or from a too great distance between the smartview connect and the associated pacemaker. Based on available data, no anomaly is suspected with the subject device. This case is recorded for trending purposes.

Event description:
Reportedly, after an implantation on (B)(6) 2023, a pairing attempt was made between the smartview connect and a pacemaker and was unsuccessful. Another smartview connect was used and pairing was successful.